Event description:
A service order was created in the source system to house the implementation of (B)(4) as the device met the criteria noted within the fco. The fco pertains to a faulty ac power module. There was no patient involvement.